Event description:
An angio-seal device was deployed without reported difficulties. Upon ambulation pt started to bleed. A hematoma developed and manual pressure was applied for 5 mins to achieve hemostasis. The pt stayed in hosp overnight and was discharged the following day in satisfactory condition.